Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A connection anomaly on the device was noted. The device loss connection with the confirm rx mobile application on a patient phone and loss connection with a programmer during the follow-up potentially due to telemetry interference. No further intervention was performed at this time and the device will continue to be monitored. The patient is stable with no adverse consequences.